Event description:
The patient was not a cardiac patient, was a gi bleed patient. The crew was at the hosp to pick up the pt and transfer the pt to another facility. Patient was being monitored on the hospital monitor at first. The crew was preparing patient for the transfer and started to hook up patient to the pic when they received the ECG comm error. Rather than deal with the ECG comm error, the crew turned off the pic and immediately reconnected the patient to the hospital monitor. No delay in patient treatment was encountered. The patient was conscious during the ECG comm error and the patient's condition did not change before or during the switch of equipment. The ECG comm error did not impact the patient outcome per the complainant, since the switch in equipment was immediate. During transport the patient did lapse into cardiac arrest. The patient died.